Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarm (variable info=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Insulin pump error alarm found in the pump history due to software error. No unexpected insulin pump error alarm noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. The customer stated that they were able to clear and rewind the insulin pump. It was reported that self test was failed and displacement test was passed. Insulin pump was working. No harm requiring medical intervention was reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.